Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. Additionally, it was reported that an auto-off alarm occurred. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. The user's blood glucose (bg) level was 321 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user successfully loaded a new cartridge.